Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer six had thermal damage on the module control board. A field service engineer replaced the module control board to resolve the issue and then checked all other components. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer continuously failed and was not recovered. The field service engineer stated that issue was caused by the thermal damage on electrical discharge. However, there were no adverse events or injuries reported based on this event.